Event description:
Pt reported one month ago she turned and reached for something when she heard a "pop sound" like a rubberband breaking. She noticed an immediate decrease in size in left breast expander. She was evaluated by her physician and had removal of ruptured left tissue expander done 8/26/96.